Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold and ¿rv lead appeared to be slightly compressed in the area of the suture sleeve¿. A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension was within specification. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of right ventricle lead appeared slightly compressed in the area of suture sleeve was not confirmed. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricle lead was micro-dislodged and exhibited high capture thresholds. The lead appeared to be slightly compressed in the area of the suture sleeve. The lead was explanted and replaced. Patient was stable.